Manufacturer narrative:
P-cap locked in place properly during testing. After multiple battery replacements, unit persisted on blank display. Cracked case behind the pump at the battery compartment caused the battery tube to become loose with no contact between the test battery cap and battery tube being made. The battery tube assembly was pushed back in the right position, monitored, and blank display persisted. Unable to perform active and sleep measurement current test, and self-test due to display anomaly. Proceeded to cut unit open and perform deconstructive analysis. Moisture damage was found on electronic assembly and motor assembly flex connectors. Isolate to electronic assembly. Unit was received with: serial number label missing, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, missing display window/cover, keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In summary, customer allegations for blank display were confirmed when blank display was observed upon new battery installations and after pushing battery tube assembly back into place. Due to moisture damage found during deconstructive analysis, isolate to electronic assembly. Additionally, customer allegations with cracked case battery compartment were confirmed when cracked case (battery tube) was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display on the insulin pump and the insulin pump had a crack on the battery tube side that affected the insulin pump's functionality. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the blank display, the display did not return after inserting a new battery. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was partially performed for the blank display as the customer declined further troubleshooting. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.